Event description:
It was reported that during a prostate ablation procedure, the fiber tip broke off inside the patient bladder. The procedure was completed with another fiber without patient complications.